Event description:
It was reported "the office had several implant failures and reports of fever from this lot of collaplugs." Numerous attempts requesting additional clinical information were made by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.